Manufacturer narrative:
Elevated complaint investigation will be initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number.

Event description:
The customer reported 19 false positive results on the alinity m resp-4-plex assay. The customer stated that they were concerned about positive results they have been having on the for the flub target. The customer questioned the results due to a high amount of positive results retrieved since (B)(6) 2021. The customer stated that most of these patients were either in-patients getting admitted for something completely unrelated or were vaccinated. There was no report of impact to patient management due to this observation. This incident is being reported to FDA because the incident occurred in united kingdom using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review; customer result log files were reviewed. The runs which involved the discrepant results were valid and met assay specification requirements. There is no indication that the alinity m resp-4-plex amp kit (list 09n79-090) lots 518877, 519582, 514503, 520695, 522687, and 524960 are performing outside of established design performance specifications based on the elements reviewed in this section. The amplification curves of the discrepant results were analyzed. The discrepant results were positive for the flu b target. The curves were reviewed and do not appear abnormal. Based on the results of amp tray carryover analysis, a risk for potential amp tray carryover was not identified. Probable causes for the discrepant results include pre-analytical or environmental contamination. Additionally, 17 samples are considered near and/or beyond assay limit of detection (lod) which means the positive interpretations are not 100% reproducible using the alinity m resp-4-plex assay. The sensitivity for the flu b target varies between platforms. If the alinity m resp-4-plex assay is more sensitive (i.e., lower lod) than the competitor platform, then a low titer sample can receive a positive interpretation using the alinity m platform but a negative interpretation using the competitor platform. Quality data review; device history record (DHR) / batch record review: the DHR review for alinity m resp-4-plex amp kit (list 09n79-090) lots 518877, 519582, 514503, 520695, 522687, and 524960 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m resp-4-plex amp kit (list 09n79-090) lots 518877, 519582, 514503, 520695, 522687, and 524960 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review; a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m resp-4-plex amp kit (list 09n79-090) lots 518877, 519582, 514503, 520695, 522687, and 524960. The customer data review verified that the curves for the discrepant results were normal; therefore, complaints considered related will include the alinity m resp-4-plex amp kit (list 09n79-090) lots 518877, 519582, 514503, 520695, 522687, and 524960 with discrepant results that exhibit normal curves. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for alinity m resp-4-plex amp kit (list 09n79-090) lots 518877, 519582, 514503, 520695, 522687, and 524960 was not identified.